Manufacturer narrative:
Zimmer biomet complaint number (B)(4)/ the following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One (1) imp,tsv,3.7,10,mtx,mg (tsvtb10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Visual / functional testing to recreate the reported event could not be performed due to device not being returned for analysis. No pre-existing condition noted on the per form that was provided. Bone density type was unknown the reported device was located on an unknown tooth site and was used for an unknown amount of time. DHR review was completed for the subject lot number 1257708. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1257708 for similar events and 1 other relevant complaint(s) was identified, (B)(4). Review completed utilizing keywords: dental : functional : fracture : mount. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown or not provided. PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reported that implant tsvmwb8 at tooth site 46 got damaged during insertion. It was replaced with another implant in the same surgery.